Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant exchange. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 500cc gel breast prostheses that both ruptured post implantation. Bilateral rupture was discovered during an implant exchange surgery on (B)(6) 2022. The removed breast prostheses were replaced with allergan breast prostheses. Additionally, the removed breast prostheses were discarded following explant surgery. This medwatch report is for the patient¿s left breast prosthesis.